Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer investigation conclusion: the reported pump stop events with associated low speed/flow alarms were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 15:36:38 to (B)(6) 2019 at 09:31:32, per the timestamp. Low speed events were recorded on (B)(6) (at 20:11:55 and 20:16:09) while the system was supported with the power module. Pump stop events with associated low speed/flow alarms were recorded on (B)(6) (at 20:12:02, 20:15:52, and 20:16:17) and (B)(6) (at 09:25:48) while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop events with associated low speed/flow alarms cannot be conclusively determined through this evaluation. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~ 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2014. It was reported that the patient fell on the floor during the day. The patient stumbled while on batteries, no alarms were observed. In the evening, the patient switched to power module (ppm) and an alarm was observed after the switch. The patient switched back to batteries and alarm was resolved. In the morning, patient decided to go to hospital. The hospital staff tried to switch on ppm but red heart alarm could not be resolved. The log file was taken, x-ray was performed. The hospital requested a decision regarding non-grounded cable. No further information was provided.